Event description:
This complaint was reported by a customer from USA. Leakage issue.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. No human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical analyzed the information provided by the customer. Investigation findings: no manufacturing or quality issues that could have caused or contributed to this event were identified. The information provided by the customer indicates this event occurred as a direct result of misuse. Conclusion: the information provided by the customer indicates this event occurred as a direct result of misuse.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. No human harm occurred, and no medical intervention was required as a result of this event.